Event description:
Boston scientific crm received information that during a normal device changeout, the shock portion of this chronic transvenous right ventricular (rv) lead portion exhibited signs of fracture after seven years of implant. >125 ohms shock impedance measurement and a fault code were evident when the lead was connected with either the chronic or acute device it was tested with. The pace/sense lead portion of this rv lead tested within normal limits. There were no reported adverse patient effects associated with this evented information.

Manufacturer narrative:
The implanting physician elected to replace this chronic lead. There were no issues with the acute lead. If new information becomes available, this report will be further evaluated and updated.